Event description:
According to the reporter, during a cesarean procedure, upon unpacking the device, it was observed that the tip of the needle was broken. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.